Event description:
It was reported that the zimmer dermatome was cutting skin too thick. Additional clinical follow up indicated that the initial graft harvest was used. There was no report of an additional harvest, delay, increased surgical time or any medical/surgical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and repair. The service records for this device indicate that the device is 15 years old and has been returned for repair previously on 03/17/2011. Visual inspection revealed that the head of the unit had very worn ears and a dented leading edge. Visual inspection of the master blade showed that the left end was under the control bar. The device ran within specifications. The cause is most likely due to improper handling by the user. This is a re-usable device subject to normal wear and tear. According to the instructions for use included with the device, the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.